Manufacturer narrative:
A review of the complaint history record in was performed, for the sn#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer. The proximate cause of the reported issue was, due to electricity failure of the ail kit. A review of the device history record showed, the device had a manufacture date of 10/08/2018. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record sn#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure. Which correlates to the customer reported issue.

Event description:
It was reported by the customer, that the device had a channel error. There was no additional information provided. And no patient involvement.

Event description:
It was reported by the customer that the device had a channel error. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced ail sensor assy for error code 245.3020. Lvp keypad recall completed. A review of the device history record showed the device had a manufacture date of 10/08/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electricity failure of the moog ail kit a review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues CAPA #: ca-2014-0284 for lvp air in line.

Event description:
It was reported by the customer that the device had a channel error. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device had a channel error. There was no additional information provided and no patient involvement.